Event description:
It was reported that after starting a new dexcom g6 continuous glucose monitor (cgm), the ilet did not display glucose readings and pairing to the ilet failed, user was guided through troubleshooting steps and allowing time for repairing process which aligns with an interoperability and intermittent communication failure potentially related to the communication pathway or antenna. User experienced an elevated blood glucose peak of 229 mg/dl with no associated clinical symptoms. Outcomes included no reported health consequences or impact beyond the elevated glucose. User support included communication and analysis of the information provided. Investigation of this case revealed an interoperability problem with intermittent communication between the cgm and the ilet, with a potential electrical or antenna-related communication issue rather than a confirmed component failure. It was concluded, based on previously established findings for similar reports, that the cause was an interoperability and communication issue affecting cgm pairing and data transmission.